Event description:
It was reported that the patient presented to the clinic after hearing the implantable cardioverter defibrillator (ICD) device tone. An interrogation revealed a power on reset (por) occurred. The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. Critical ram parity error. (B)(4).